Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was a crystal, designator y2. The crystal was temperature sensitive and would only allow the device to power on when heated.

Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc (battery) power. There was no patient use associated with the reported event.